Event description:
A home pt's spouse contacted baxter's technical service center for assistance during the home pt's automated peritoneal dialysis therapy. Reportedly, the pt awoke to an alarm being elicited by the homechoice machine. At this time it was noted by the pt that the pt line had become disconnected from their transfer set. At the time of the call to baxter's technical service center, the home pt's spouse had already ended therapy early. Therapy was discontinued for the evening. No pt injury or medical intervention was associated with this incident, per the home pt.